Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported there was a power on reset (por) and that the rep did not remember seeing a code on the physician programmer. The patient did not remember seeing the por on their patient programmer nor did they make any allegation of stimulation stopping. The patient had CT scan approximately 2 weeks prior to the report and may have also had some pain procedures at some point. It was mentioned that the por was successfully cleared and the patient was receiving adequate therapy. It was noted that the patient will most likely have their ins replaced soon due to normal battery depletion as they are approaching the 9 years mark.